Manufacturer narrative:
(B)(4) visual inspection of the returned device confirmed that the cable grip tensioner knob moved freely. The lever was difficult to move at first, but once the lever was lubricated it moved freely. A functional test was performed using a 1.8mm cable, which passed freely through the tensioner and held up to 100 pounds of tension; therefore, the device functioned as intended. The product was measured against the print specifications at several dimensions and it was confirmed that all measurements taken were within specification. The device history records were reviewed and the records indicated that the device met specifications at the time of manufacture. The cable grip tensioner had a potential field age of approximately 9 months at the time of incident. This device is used for treatment. The package insert included with the instrument has instructions for use, such as to "lubricate threads with a commercial and water based lubricant (such as instrument milk) to reduce friction and wear." The tensioner functioned as intended upon inspection, specifically, the tensioner knob turned freely and upon lubrication the lever moved freely; therefore, this complaint cannot be confirmed and no product issue was identified. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the knob on the tensioner was not able to be turned.